Event description:
Per attorney's original report: ni - pt required substantial medical treatment and developed pain, scarring, disfigurement and permanent injury. Based on a review of medical records provided by the pt¿s attorney: on (B)(6) 2004 - repair of left inguinal hernia with kugel patch. On (B)(6) 2004 - hospital admission for cellulitis/panniculitis. Pt was found to have diffuse erythema and bulla of his lower abdomen pannus. Groin incision was intact with no drainage. Infectious disease consult: "the surgical area looks fine which is a little bit surprising considering the extent of the panniculitis/cellulitis, but it seems that there is a relationship between the pt's surgery and the development of the infection. A lot of this has to do with the pt's tremendous obesity and underlying diabetes." On (B)(6) 2004 - CT guided drainage of abdominal abscess. I.v. Antibiotics administered. On (B)(6) 2004 - foul-smelling gangrenous skin noted in the mid-abdomen. Exploratory laparotomy, abdominal wall debridement and removal of mesh performed. Pt continued on broad spectrum antibiotics. Noted to suffer renal insufficiency, likely due to vancomycin. Wound vac placed and pt discharged on (B)(6) 2004.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec¿d add¿l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add¿l info rec'd. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt reportedly developed an infection after implant of a kugel patch. While the medical records do not indicate kugel patch as the source of the infection, the product¿s IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No lot number has been provided and no sample has been returned; therefore, no mfg review of device eval could be performed. We have contacted the initial rptr to obtain add¿l info and to have the device returned, if available. If add¿l info is rec¿d, a supplemental MDR will be submitted.